Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of device"), uterine perforation ("perforation (uterus)"), device expulsion ("migration of device/migration of essure device: uterus"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("excessive menstrual bleeding/abnormal bleeding (vaginal, menorrhagia)") in a 34-year-old female patient who had essure (batch no. 709949) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4, stillbirth nos, stickler's syndrome, muscle spasms, premature delivery and headache. *medical background- please identify any complications you have had during any of your pregnancies, including, but not limited to, miscarriage, ectopic pregnancy, delivery complications, or delivery of a baby with birth defects: miscarriage. Concomitant products included levonorgestrel (mirena) from (B)(6) 2015 for bleeding. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced seizure ("seizures"). In (B)(6) 2017, the patient experienced nausea ("blood or heart disorder/condition type: nausea") and weight decreased ("weight gain/ loss (specify which one) weight loss"). In (B)(6) 2017, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety, mental anguish") and depression ("psychological or psychiatric problems condition:depression"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and anaemia ("blood or heart disorder/condition type:anemia"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on (B)(6) 2017 laparoscopic bilateral salpingectomy), surgery (laparoscopic bilateral salpingectomy with essure removal), surgery (ablation/dilatation & curratage). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia and dyspareunia was resolving and the uterine perforation, device expulsion, anxiety, depression, anaemia, nausea, weight decreased and seizure outcome was unknown. The reporter considered anaemia, anxiety, depression, device expulsion, dyspareunia, fallopian tube perforation, menorrhagia, nausea, seizure, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded on (B)(6) 2016- she done the surgery- dilatation and curettage. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-aug-2018: plaintiff fact sheet was received events added from pfs- depression, anxiety and mental anguish, anemia, nausea, weight loss, seizures, abdominal area pain. Events onset date were updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of device"), uterine perforation ("perforation (uterus)"), device expulsion ("migration of device/migration of essure device: uterus"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("excessive menstrual bleeding/abnormal bleeding (vaginal, menorrhagia)") in a 34-year-old female patient who had essure (batch no. 709949) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4, stillbirth nos, stickler's syndrome, muscle spasms, premature delivery and headache. In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on (B)(6) 2017 laparoscopic bilateral salpingectomy), surgery (laparoscopic bilateral salpingectomy with essure removal) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia and dyspareunia was resolving and the uterine perforation and device expulsion outcome was unknown. The reporter considered device expulsion, dyspareunia, fallopian tube perforation, menorrhagia, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded most recent follow-up information incorporated above includes: on 17-may-2018: plaintiff fact sheet received: reporter and essure lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of device"), uterine perforation ("perforation (uterus)"), device expulsion ("migration of device/migration of essure device: uterus"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("excessive menstrual bleeding/abnormal bleeding (vaginal, menorrhagia)") in a 34-year-old female patient who had essure (batch no. 709949) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4, stillbirth nos, stickler's syndrome, muscle spasms, premature delivery and headache. In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy with essure removal) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia and dyspareunia was resolving and the uterine perforation and device expulsion outcome was unknown. The reporter considered device expulsion, dyspareunia, fallopian tube perforation, menorrhagia, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of device'), uterine perforation ('perforation (uterus)'), device expulsion ('migration of device/migration of essure device: uterus'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('excessive menstrual bleeding/abnormal bleeding (vaginal, menorrhagia)') in a 34-year-old female patient who had essure (batch no. 709949) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4, stillbirth nos, stickler's syndrome, muscle spasms, premature delivery, headache and epilepsy. Medical background- please identify any complications you have had during any of your pregnancies, including, but not limited to, miscarriage, ectopic pregnancy, delivery complications, or delivery of a baby with birth defects: miscarriage on (B)(6) 2016- she done the surgery- dilatation and curettage. Concurrent conditions included body mass index abnormal. Concomitant products included levonorgestrel (mirena) from (B)(6) 2015 for haemorrhage nos as well as alprazolam, ibuprofen, lamotrigine and lorazepam. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced seizure ("seizures"). In (B)(6) 2017, the patient experienced nausea ("blood or heart disorder/condition type: nausea") and was found to have weight decreased ("weight gain/ loss (specify which one) weight loss"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and anaemia ("blood or heart disorder/condition type:anemia"), 6 years 10 months after insertion and 1 day after removal of essure. In (B)(6) 2017, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety, mental anguish") and depression ("psychological or psychiatric problems condition:depression"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation/dilatation & curratage, on (B)(6) 2017 laparoscopic bilateral salpingectomy and laparoscopic bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation and dyspareunia was resolving, the uterine perforation, device expulsion, anxiety, depression, anaemia, nausea and seizure outcome was unknown and the vaginal haemorrhage, menorrhagia and weight decreased had resolved. The reporter considered anaemia, anxiety, depression, device expulsion, dyspareunia, fallopian tube perforation, menorrhagia, nausea, seizure, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. No further causality assessment were provided for the product. The reporter commented: current weight as of (B)(6) 2018: 125 lbs. Approximate weight at the time of essure placement: 120 lbs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: essure device was successfully occluded. Lot number: 709949, manufacturing date: 2010-01, expiration date: 2013-01 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of device'), uterine perforation ('perforation (uterus)'), device expulsion ('migration of device/migration of essure device: uterus'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('excessive menstrual bleeding/abnormal bleeding (vaginal, menorrhagia)') in a 34-year-old female patient who had essure (batch no. 709949) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4, stillbirth nos, stickler's syndrome, muscle spasms, premature delivery, headache and epilepsy. *medical background- please identify any complications you have had during any of your pregnancies, including, but not limited to, miscarriage, ectopic pregnancy, delivery complications, or delivery of a baby with birth defects: miscarriage on (B)(6) 2016- she done the surgery- dilatation and curettage. Concurrent conditions included body mass index abnormal. Concomitant products included levonorgestrel (mirena) from (B)(6) 2015 to (B)(6) 2015 for haemorrhage nos as well as alprazolam, ibuprofen, lamotrigine and lorazepam. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced seizure ("seizures"). In (B)(6) 2017, the patient experienced nausea ("blood or heart disorder/condition type: nausea") and was found to have weight decreased ("weight gain/ loss (specify which one) weight loss"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and anaemia ("blood or heart disorder/condition type:anemia"), 6 years 10 months after insertion and 1 day after removal of essure. In (B)(6) 2017, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety, mental anguish") and depression ("psychological or psychiatric problems condition:depression"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation/dilatation & curratage, on (B)(6) 2017 laparoscopic bilateral salpingectomy and laparoscopic bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation and dyspareunia was resolving, the uterine perforation, device expulsion, anxiety, depression, anaemia, nausea and seizure outcome was unknown and the vaginal haemorrhage, menorrhagia and weight decreased had resolved. The reporter considered anaemia, anxiety, depression, device expulsion, dyspareunia, fallopian tube perforation, menorrhagia, nausea, seizure, uterine perforation, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: current weight as of (B)(6) 2018: 125 lbs. Approximate weight at the time of essure placement: 120 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome for bleeding and weight loss added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of device"), uterine perforation ("perforation (uterus)") and device expulsion ("migration of device/migration of essure device: uterus") in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4, stillbirth nos, stickler's syndrome, muscle spasms, premature delivery and headache. In january 2010, the patient had essure inserted. On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("excessive menstrual bleeding/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with essure removal), surgery (laparoscopic bilateral salpingectomy with essure removal) and surgery (laparoscopic bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation was resolving and the uterine perforation, device expulsion, dyspareunia, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered device expulsion, dyspareunia, fallopian tube perforation, menorrhagia, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded most recent follow-up information incorporated above includes: on (B)(6) 2018: new events added- abnormal bleeding (vaginal, menorrhagia) and perforation (uterus). Fup 1 and fup 2 processed together. On (B)(6) 2018: fup 1 and fup 2 processed together. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of device") and device dislocation ("migration of device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criterion medically significant), dyspareunia ("dyspareunia,") and menorrhagia ("excessive menstrual bleeding"). The patient was treated with surgery (underwent laparoscopic bilateral salpingectomy due to complications from the essure device). Essure was removed. At the time of the report, the fallopian tube perforation, device dislocation, dyspareunia and menorrhagia outcome was unknown. The reporter considered device dislocation, dyspareunia, fallopian tube perforation and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.